Manufacturer narrative:
Complaint confirmed. The needle stylet does not retract back when the needle is pushed forward. Cause of failure: the cause of failure was due to misalignment between the housing assembly and the stylet. The misalignment increases the friction between the needle and the stylet causing the stylet not to retract. Is corrective or preventive action required? Yes. Has action already been taken or issued for a similar event? Yes.

Event description:
During a laparoscopic procedure, the reporter indicated that the spring on the needle allegedly is not working.